Event description:
Additional event information received: the issue occurred during a diagnostic procedure and was completed without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image/e315 issue could not be determined, however, the issue was likely due to a faulty image sensor unit, failure of the video connector internal circuit board and or an issue on the system side. The event can be detected/prevented by following the instructions for use which state: 3.8 inspection of the endoscopic system 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope experienced a non-compatible e315 error event. It was unknown when the event occurred. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The following issues were found during the device evaluation: the error code e315 (non-compatible endoscope could not be confirmed. Additionally, due to a pinhole on the channel tube (ch-tube), water tightness was lost. The control unit had a scratch. The suction connector (s-connector) was sticky due to water leakage. Due to wear of the angle wire bending angle in the up direction did not meet the standard value. The connecting tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.